Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, several inappropriate automatic mode switching episodes due to atrial noise were observed. The pacing impedance indicated a slight decrease from the previous value. The noise on atrial lead was reproducible during provocative testing. The device was attempted to be reprogrammed; however, the noise recurred. An x-ray examination showed no indication of insulation damage. The atrial lead will be reviewed again at a later date. In the meantime, the pacing made was changed to ensure biventricular pacing. The patient was stable.